Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was newly implanted. With electrocautery inhibition of pacing was noted despite the device being programmed to electrocautery mode. Pauses noted but none were greater than two seconds. Pacing resumed when electrocautery was stopped. The issue was reviewed with boston scientific technical services (ts) who discussed a protective design of the circuit which is designed to protect the device from high amounts of external energy. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.